Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer would not power up; mpu (main processor unit) printed circuit board assembly found out of electrical specification. (B)(4).

Event description:
It was reported during a patient session, the programmer shut down on its own and since then it will not turn on again. The power cord was switched without success. The programmer was plugged with a power cord that is working with another programmer but the programmer stayed off, impossible to turn on. The programmer was returned for repair. No patient complications were reported as a result of this event.